Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. According to the report, the patient stated that this occurred during fill five. The patient stated that they had a "bad connection" on one of their supply bags. The patient was able to clear the alarm themselves. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection between the transfer set line and a bag is a known cause of air being introduced into the set up. Should additional relevant information become available, a follow-up report will be submitted.